Event description:
Consumer called to report getting inaccurate readings on their cobranded meter. Became symptomatic with ketoacidosis and was hospitalized. Believes it was due to inaccurate readings on their meter.